Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, festoon like swelling /edematous and bubble like in appearance (injection site swelling), was deemed to meet serious injury criteria of disability or permanent damage to a body structure. The device history record of belotero balance lot number 321350 was reviewed. A lot search was conducted on the reported lot and other similar events were noted. Nonconformances were noted but none that would have contributed to this event.

Event description:
This spontaneous report was received from a us healthcare professional and concerns a patient. The patient was injected with belotero balance, into the bilateral tear troughs (off label use of device). Batch number was reported as 321350 (expiry date: 05/2020). The batch record review was received and the lot number for belotero balance was confirmed as 321350 (expiry date: 05/2020). A lot search in the global safety database was conducted. On (B)(6) 2019 , after the belotero balance injection, the patient experienced festoon like swelling under both eyes. As a corrective treatment, the patient required two separate injections of hyalenex and one additional of vitrase to attempt to mitigate. The right eye resolved after the injections. The left eye continued to have an area in the tear trough that was edematous and bubble like appearance, 3 years post. Due to the provided information, the outcome of the event festoon like swelling /edematous and bubble like in appearance, was considered as not resolved. Due to the provided information, the event festoon like swelling /edematous and bubble like in appearance was considered as permanent.